Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 123 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to corroded act and down button keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.